Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual defective sample was available for evaluation. The customer reported condition of a continu-flo solution set in which unknown fluid leaked out of the airway was confirmed during sample evaluation. Visual inspection revealed that the filter was dislodged. The assignable root cause of the reported condition is unknown. However, the filter is supplied by a third party supplier. The involved raw material will be monitored through additional extra testing during the next incoming inspections. Furthermore, this report was communicated to involved personnel to ensure awareness. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported to baxter (B)(4) that a continu-flo solution set had leaked fluid out of the airway. It was reported that after flicking the airway open with a thumb, the airway dislodged from the tubing causing it to leak. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.